Event description:
Patient's second toe was sore and swollen three months post op. When surgeon examined the toe he found the implant broken in 3 pieces. Surgeon performed a culture, result are not available yet. Additional information has been requested. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but not yet completed. A follow up report will be submitted upon completion.